Event description:
It was reported that patient underwent a system explant procedure for an unknown reason. No further information has been obtained despite good faith efforts. Additional information was received that the patient was explanted due to infection. The explanted devices were discarded by medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model:sc-8336-70, serial: (B)(4), batch: 21246541.

Event description:
It was reported that patient underwent a system explant procedure for an unknown reason. No further information could be obtained.